Event description:
It was reported that during inspection, the lock was not getting locked which has the potential for unintended activation. There were no adverse consequences reported with this event.

Event description:
It was reported that during inspection, the lock was not getting locked which has the potential for unintended activation. There were no adverse consequences reported with this event.